Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the bifurcated stent graft was implanted after a lot of torquing on the delivery system. When the delivery system was removed, it was candy cane twisted. The torquing caused the contralateral gate to open at 180 degrees from its original direction. The remainder of the stent grafts was implanted, but there was an endoleak that was thought to be a type 3 towards the proximal edge of the stent graft; however, it was not possible to confirm. A rel ant balloon was inserted and inflated in the proximal portion of the graft to rule out a type 1 endoleak and the endoleak was still there. The patient had a fistula in the vena cava which was suspected to be the source of the endoleak, so they inflated 2 reliant balloons bilaterally and the endoleak was still present. The limbs were then relined with additional aneurx iliac stent grafts that were implanted just above the flow divider bilaterally; however, the endoleak was still present. They decided to not further intervene and decided to bring the patient back at later date and then perform a CT anglo in order to evaluate the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Results/conclusion: lack of information (unk cause of endoleak, no films or operative reports were received).